Manufacturer narrative:
H3 and h6 codes: updated. Twelve (12) unused samples were received, along with one (1) photo attached to the complaint. No discrepancies were observed in the submitted photo. Visual inspection of the devices revealed no physical damage or abnormalities. Functional testing confirmed that no leaks were present at the connection between the tube and the connector. Lot history was reviewed, and no issues were identified. As a result, the complaint could not be confirmed, and a root cause could not be determined.

Event description:
It was stated that there was liquid leakage from the connection part of the tube and the connector. The event occurred upon/before opening. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.